Event description:
It was reported to boston scientific corporation that a solyx sis was used during a sling placement procedure. According to the complainant, post procedure, the pt presented with retention for which the pt was catheterized. The physician reported that the sling had been placed "extra tight" but the pt is expected to be "fine".

Manufacturer narrative:
.